Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 49 mg/dl. They customer mentioned that he had to change the battery and the insulin pump exited out of auto mode. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.